Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: during ventilation, the device began to generate an alarm "release valve defective." Following this event, the ventilator began displaying technical fault 231009 during the pre-operation check. In service mode, the device calibration failed and we can hear strange noise from the turbine.